Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had fluctuating low and high blood glucose. The customer stated their blood glucose would decline 60 mg/dl or rise to 480 mg/dl. The customer also reported having a kinked site in the past. Troubleshooting was not completed at the time of the call. The customer declined to return the insulin pump for analysis.